Manufacturer narrative:
Pending product investigation.

Event description:
On (B)(6) 2010, the patient underwent a left knee replacement surgery and was implanted with an optetrak device. On (B)(6) 2012, the patient underwent a right knee replacement surgery and was implanted with an optetrak device. Both of the patient's knee replacement surgeries were performed at the hospital for special surgery. The patient was diagnosed with aseptic loosening of his right knee replacement and also demonstrated evidence of osteolysis. Due to significant pain and instability, the patient's leg buckled and caused a severe periprosthetic femur fracture which required him to undergo emergency revision surgery on (B)(6) 2022 at the hospital for special surgery. During revision surgery, the patient was found to have developed "very extensive synovitis", and his femoral component was discovered to be "grossly loose" and "there was noted to be wear of the liner." Upon information and belief, the loose component and osteolysis in the patient's right knee was due to premature polyethylene wear of the tibial insert.

Manufacturer narrative:
Product has been identified. As a result, the following fields have been updated: d4, h4, h7, h9. Additional information and/or investigation results will be provided within 30 days of receipt.

Manufacturer narrative:
Additional information - b6, b7, d8, & g4 510k. H6: investigation results- the revision reported in the case may have been the result of prosthesis wear and femoral loosening, secondary to a periprosthetic femur fracture after being implanted for over 10 years. The extent of the reported prosthesis wear cannot be determined as the devices were not available for evaluation and images of the explanted devices, pre-revision radiographs, and operative notes were unable to be obtained. The aseptic (non-infected) femoral loosening and osteolysis was likely the result of an insufficient bond between the femoral component and the bone. The periprosthetic femur fracture may have been the result of instability possibly due to the reported femoral loosening and/or prosthesis wear, an unreported post traumatic event, or a combination of these possibilities. These devices are used for treatment not diagnosis. There is no other information available. Correction- f6 & f9 should be blank.